Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. While on support, the decision was made to take the patient to the cath lab to evaluate for common femoral artery bleeding at the impella cp site. The impella was removed and 18f sheath was placed for tamponade bleeding. Im catheter was advanced and used to evaluate bleeding on contralateral side. No bleeding was noted. Right heart catheterization was performed with adequate pressures noted. Left heart catheterization was performed to verify thrombolysis in myocardial infarction three flow. The decision was made to not reinsert the impella because pressors were weaned and the patient had stable hemodynamics.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. Impella cp with smart assist system instructions for use for the related event are as follows: section: general patient care considerations. ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output: use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states). ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.